Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed one complaint was received from this production order and was reported for astigmatism and unexpected postop refraction, similar to the visual issues reported in this complaint. However, this complaint could not be confirmed because the product was not returned for evaluation. No product deficiency and no malfunction were identified; therefore, no escalation is required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct150 model intraocular lens (iol) was explanted from patient''s right eye in a secondary surgical procedure because of decreased visual acuity and hyperopic result post cataract surgery. Additional information was received stating that surgical interventions such as vitrectomy and incision enlargement were not required. Sutures were performed as part of the standard of care for cataract surgeries. The replacement lens used is a zct150 model 19.5 diopter lens. The patient was doing fine at the time of discharge. Visual acuity pre-op (pre-initial implant): cf. Visual acuity post-op (post-initial implant):20/40. Visual acuity post-op (post-replacement):20/40-1. No further information was provided.